Manufacturer narrative:
New information received corrects the date of death.

Manufacturer narrative:
.

Event description:
The hospital mortuary reported that the vns patient passed away. The cause and circumstances of death are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the patient was receiving vns therapy at the time of death and that the patient experienced no change in seizures with vns therapy.